Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2018, he received unspecified low scan results on the adc freestyle libre sensor in comparison to readings obtained on a competitor brand meter. Customer further reported that on (B)(6) 2018 at 10:00 a.m., he experienced symptoms described as "dehydration, vomiting, fatigue, headache, and stomachache". Customer reported being hospitalized at 11:30 a.m. And being diagnosed with hyperglycemia and treated with "potassium chloride perfusion". Adc sensor results of 55 mg/dl and 57 mg/dl were obtained the following day and compared to a reading of 502 mg/dl obtained on the built-in reader, but no further treatment was reported. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Performed visual inspection on returned sensor patch, no issues observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Sensor plug was properly seated. Removed the sensor plug and inspected plug assembly. Contacts were installed properly. The sensor neck was not cracked. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer reported that on (B)(6) 2018, he received unspecified low scan results on the adc freestyle libre sensor in comparison to readings obtained on a competitor brand meter. Customer further reported that on b)(6) 2018 at 10:00 a.m., he experienced symptoms described as "dehydration, vomiting, fatigue, headache, and stomachache". Customer reported being hospitalized at 11:30 a.m. And being diagnosed with hyperglycemia and treated with "potassium chloride perfusion". Adc sensor results of 55 mg/dl and 57 mg/dl were obtained the following day and compared to a reading of 502 mg/dl obtained on the built-in reader, but no further treatment was reported. There was no report of death, serious injury, or mistreatment associated with this event.